Event description:
This rv lead was implanted on an unknown date in (B)(6) 2001 and remains implanted at this time. In a per form received on 05/03/2018, noise in the right ventricle was noted. Pacing inhibition lasting 1-2 seconds was also noted when isoelectric movements were performed. Decreasing the sensing to 5mv with intrinsic r-waves testing at 17-20mv stopped the oversensing of the noise in the rv. The physician was unknown at an unknown facility in australia. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).